Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays constant transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event as the unit failed calibration testing and determined the most likely cause of the reported issue is the main printed circuit board assembly.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint was able to be confirmed but unable to be duplicated. The main printed circuit board assembly successfully passed calibration.